Event description:
On event date the end-user called minimed, USA, and stated that pt was admitted to the hosp with a blood glucose of 670. End-user stated that while in hosp pt discovered that the cannula was not connected to the tubing and no insulin was able to enter the body. End-user does not know if pt had ketones. End-user first started to notice the rise in blood glucose levels early the previous day. The end-user stated that pt went home but continued to use the same tubing and cannula. On april 18, 2001 maersk medical received the complaint and the incident took place in USA.